Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturing received information from a third party service center alleging a ventilator was alarming for low circuit leak. The device was not in patient use.